Manufacturer narrative:
Customer returned pump for alleged cosmetic damage located at the screen and reservoir side, failed battery alert/battery failed alarm, keypad anomaly, no delivery alarm/insulin flow blocked alarm, rewind anomaly (grinding noise during rewind), pump/transmitter communication anomaly and audio/vibrate anomaly/absence of alarm found on 16-may-2024. No oily rainbow effect on the screen and crack at the reservoir side of the pump noted during visual inspection. However, the pump was received with a minor scratched lcd window, a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08760 inches. However, pump was received with a loud motor noise during rewind. The pump was monitored and no failed battery alert/battery failed alarm noted. Successfully downloaded pump traces and history file using thump.successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery alert/battery failed alarm or battery related alarms noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 16-may-2024 in the formatted history file.no delivery alarm/insulin flow blocked alarm was found on: 05/15/2024 14:00:45.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery.05/16/2024 13:12:41.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery.the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿.the pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing.no pump/transmitter communication anomaly noted. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or pump error 63 alarms in the formatted history noted during testing.all buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found the j1 connector on pcba 1 was locked properly. However, slight corrosion was found on the pcba 1 and pcba. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The pump had a loud motor noise during rewind due to faulty motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection :a scratched case. Cosmetic damage at the screen and reservoir side of the pump was not confirmed, however, other cosmetic damage was noted during analysis.customer returned pump for alleged for failed battery alert/battery failed alarm, keypad anomaly, no delivery alarm/insulin flow blocked alarm, pump/transmitter communication anomaly and audio/vibrate anomaly/absence of alarm were not confirmed. However, rewind anomaly (grinding noise during rewind) and drive/motor anomaly were confirmed due to faulty motor. During visual inspection, slight corrosion was found on the pcba 1 and pcba. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test, damage (physical or cosmetic), keypad/button unresponsive/button error, no delivery/occlusion alarm, rewind anomaly, no communication between the insulin pump and transmitter, audio/vibrate anomaly/absence of alarm, occluded, lost sensor alarm, no current code/category. The customer reported no adverse events. The event involved products mmt-1884l, mmt-7841zn, mmt-332a, mmt-397a, and mmt-7040a. The customer reported that the pump was dropped/bumped and/or that it has possible physical or cosmetic damage. The customer reported receiving a battery-failed alarm. The customer reported a past insulin flow-blocked alarm. The customer reported a keypad anomaly and/or a stuck button alarm. The customer reported a loss of communication between the transmitter and the pump. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-7841zn. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-7040a.